Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in device history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Pump error 53 found in the pump history due to software error. No battery or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer performed self test was test was failed. Customer stated that they performed self test and they received insulin pump error and battery failed alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.